Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Two aortic extender endoprostheses were implanted proximally of a trunk ipsilateral leg endoprosthesis. Two contralateral leg endoprostheses were also implanted, one was in the right limb and another in the left limb. On an unknown date, a follow-up exam revealed a type iii endoleak from the junction between an aortic extender endoprosthesis (pla260300j/(B)(6)) and the trunk ipsilateral leg endoprosthesis, and a type ib endoleak from the right leg. It seemed that the trunk ipsilateral leg endoprosthesis moved distally (distance unknown). On (B)(6) 2023, a reintervention was performed to treat the endoleaks. In order to treat the type iii endoleak, two aorta extender endoprostheses (gore® excluder® conformable aaa endoprosthesis) were implanted to reline the junction area. For the type ib endoleak, the right internal iliac artery was embolized as planned and a contralateral leg endoprosthesis was implanted to extend the right leg. The type iii endoleak and the type ib endoleak were resolved. The patient tolerated the procedure. Reportedly, the causes of both endoleaks were unknown.